Event description:
It was reported that during a lap chole procedure, the device would not stay on the tissue. Also, the device was rapidly firing. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.